Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: serial #: (B)(6), catalog #: 02-022-55-4535 - truliant por tib tray size 4.5f/3.5t, serial #: (B)(6), catalog #: 200-07-32 - advanced patella 32mm 3 peg implant," serial #: (B)(6), catalog #: 200-07-32 - advanced patella 32mm 3 peg implant.

Event description:
As reported, the patient had an initial tka on (B)(6) 2021. The patient was revised on (B)(6) 2023 due to pain and recalled poly. There was no reported breakage of devices or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and the femoral loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.